Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post-implant, this right atrial (ra) lead exhibited no capture and high, out of range impedance measurements. During the revision procedure, the connection was confirmed to be appropriate. Additionally, the helix mechanism was not functioning appropriately. It was suspected that this was the result of the loss of capture and out of range impedance measurements. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.